Manufacturer narrative:
The hydrus microstents remain implanted in the patients and are not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated iop, microstent-iris touch, and microstent obstruction are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021 the surgeon reported that he had "a few" patients who had postoperative intraocular pressure (iop) elevation and iris tissue on the inlet of the hydrus microstent.